Event description:
It was reported that the high ventricular rate stored electrogram (segm) showed the atrial and ventricular segm flatline at about 4 seconds. At the same time, multiple ventricular sense markers were coming in very quickly as if the device was sensing noise. The device continued to av pace while performing the threshold search at the base rate of 1000 ms. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.